Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented following syncopal episodes. A bsc sales representative was requested to interrogate the device. The device was interrogated and no associated arrhythmias were recorded by the device and no therapy was delivered. The cause of the syncope was not determined, however, the syncope did not appear to be device-related. No programming changes were made.